Manufacturer narrative:
Additional, changed, and/or corrected data: d.1., d.4., h.4., h.6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii, "saline implant deflation" and "hole, non-specific." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: white particles on the surface shell and fluids. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.

Event description:
Healthcare professional later reported left side "saline implant deflation" and "hole, non-specific." Device has been explanted.

Manufacturer narrative:
The event of "capsular contracture¿ is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Device remains implanted.